Event description:
It was reported that during a rectal resection, the device could not remove from the patient after the target tissue was anastomosed. When it was taken out from anus, the anterior wall side, a site of 11:00 to 1:00 direction was not cut. It was cut by the forceps and the device was removed from the anus. There was no problem at the leak test. Another device was used to complete the case. There were no adverse consequences to the patient. There was no washer on the received device. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # 388a64. (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information: it was confirmed by a camera that the deployed staples were formed properly. No additional treatment was required other than cutting the uncut part by cooper scissors. The procedure was not converted. The surgeon commented that the uncut part was the anterior wall so that it could be confirmed by a camera clearly. It is unknown why the tissue was not cut completely. The patient¿s condition is being confirmed. Leakage was observed from the anastomosed site. No additional treatment was required for the leakage. An ileostomy was performed. It is unknown what formation the deployed staples at the leak were. The patient is in ICU as of april 6th. He/she is getting recovered but still under the unpredictable situation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed? Please confirm the instruments that were used to cut the tissue for removal. Was any of the tissue that was removed sent to pathology? If yes, can you please share those results with use? Was there any troubleshooting of the device done prior to sending it to jnj for evaluation? Were there any washer remnants inside the knife? Did the user received audible and tactile feedback when firing the device? Can you confirm that there was a complete cut in the areas around the 11:00 to 1:00 area? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Any issues with anvil placement? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Manufacturer narrative:
(B)(4). Date sent: 05/18/2022. D4: batch # 388a64. Investigation summary: the product was returned for evaluation. Visual inspection, rdl analysis, and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was returned with no staples and an anvil without a washer. Sem analysis of the anvil surface did not reveal any remnants of the washer. However, any traces of the washer could have been lost during cleaning prior to shipment or the decontamination process. Hence the possibility that the device was shipped without a washer could not be confirmed. The device was loaded with staples and reset. Since the trocar of the anvil had to be removed to facilitate sem analysis, an engineering anvil with a washer was attached to the device. When the device was fired into a test skin, it completely cut the test skin and formed all the staples. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.